Event description:
In 2002 the account had a patient with cerebral palsy and was experiencing a lot of involuntary movement. The patient was unattended for 15 minutes. When the respiratory therapist returned to the room he found the patient's head over the right siderail and their arm wedged between the mattress and rail. The trach and oxygen tubing had been pulled out. The patient was diaphoretic and in v-tach so the respiratory therapist called for assistance in order to stabilize the patient. Once the patient was stabilized pillows were placed around the pt for safety reasons. During this event the patient was in rotation therapy while on a total care bed.